Event description:
It was reported that the pump touch screen was on, but the display remained black. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved while the customer was speaking with technical support. However, technical support advised replacing the pump due to the display issue. The customer was informed about the shipment of a replacement pump with updated software, and training would be available. Instructions were given on using storage mode, returning the problematic pump, and steps to follow after receiving the new pump. The customer chose manual injections as a backup therapy and acknowledged and understood all instructions.